Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. The report of low speed and pump stoppage events was confirmed based on the evaluation of the submitted system controller log file; however, a specific cause for the interruptions in pump function could not be conclusively determined. The system controller log file captured low speed events on (B)(6) 2016. A transient pump stoppage recorded on (B)(6) 2016 was associated with low speed hazard and driveline disconnected alarms. The atypical events all occurred while the patient was operating on the power module and appear consistent with a potential driveline wire compromise based on the manufacturer¿s past experience and similar reported events. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient weight was not provided. Device unique identifier (UDI) - device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years and 3 months. The patient remains ongoing with the device. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient had a transient pump stop alarm that was preceded by three speed drops below the set low speed limit on (B)(6) 2016. Prior to (B)(6) 2016, the lvad system had low speeds on (B)(6) 2016. The center provided the patient a non-grounded patient cable to use when connected to the power module. The patient was reported to be asymptomatic. Log file analysis performed by the manufacturer's technical services representative confirmed the events. X-rays provided revealed one potential area of concern a few inches externally from the exit site. On (B)(6) 2016, the patient's driveline was evaluated by the manufacturer's technical services representatives and they were unable to reproduce a pump stoppage. The lvad clinicians made the decision not to replace the patient's external driveline. Two ungrounded power module patient cables were provided to the patient.